Manufacturer narrative:
(B)(4): as the unit has not been returned, the complaint investigation site could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage was noted. The 75% stenosed lesion was located in a moderately tortuous distal right coronary artery. The lesion was dilated with a non bsc balloon. The 3.00x16mm taxus liberte stent was advanced and attempted to cross the lesion several times. The device was removed outside the patient and it was noted that there was stent damage. The procedure was completed with out stenting. The patient status is listed as good with no complications reported.